Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), endometriosis ("endometriosis"), ovarian cyst ("ovarian cysts"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), hypothyroidism ("hypothyroidism"), insomnia ("insomnia"), vitamin d deficiency ("vitamin d deficiency"), migraine ("migraine"), gastrooesophageal reflux disease ("gerd"), anaemia ("severe anemia"), anxiety ("anxiety"), constipation ("chronic idiopathic constipation"), abdominal distension ("abdominal bloating"), spinal osteoarthritis ("lumbar spondylosis"), colitis ("lumbar radiculopathy chronic collitis"), hepatic function abnormal ("abnormal liver function"), upper gastrointestinal haemorrhage ("upper gastrointestinal hemorrhage") and mallory-weiss syndrome ("mallory-weiss tear") and was found to have blood lactic acid increased ("elevated lactic acid level") and antinuclear antibody positive ("positive anti ana"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anaemia, antinuclear antibody positive, anxiety, blood lactic acid increased, colitis, constipation, endometriosis, gastrooesophageal reflux disease, hepatic function abnormal, hypothyroidism, insomnia, mallory-weiss syndrome, migraine, ovarian cyst, pelvic pain, spinal osteoarthritis, upper gastrointestinal haemorrhage and vitamin d deficiency to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), endometriosis ("endometriosis"), ovarian cyst ("ovarian cysts"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), hypothyroidism ("hypothyroidism"), insomnia ("insomnia"), vitamin d deficiency ("vitamin d deficiency"), migraine ("migraine"), gastrooesophageal reflux disease ("gerd"), anaemia ("severe anemia"), anxiety ("anxiety"), constipation ("chronic idiopathic constipation"), abdominal distension ("abdominal bloating"), spinal osteoarthritis ("lumbar spondylosis"), colitis ("lumbar radiculopathy chronic "colitis""), hepatic function abnormal ("abnormal liver function"), upper gastrointestinal haemorrhage ("upper gastrointestinal hemorrhage") and mallory-weiss syndrome ("mallory-weiss tear") and was found to have blood lactic acid increased ("elevated lactic acid level") and antinuclear antibody positive ("positive anti ana"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anaemia, antinuclear antibody positive, anxiety, blood lactic acid increased, colitis, constipation, endometriosis, gastrooesophageal reflux disease, hepatic function abnormal, hypothyroidism, insomnia, mallory-weiss syndrome, migraine, ovarian cyst, pelvic pain, spinal osteoarthritis, upper gastrointestinal haemorrhage and vitamin d deficiency to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jul-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. 20238985) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of ovarian cyst and dysmenorrhea. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), endometriosis ("endometriosis"), ovarian cyst ("ovarian cysts"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), hypothyroidism ("hypothyroidism"), insomnia ("insomnia"), vitamin d deficiency ("vitamin d deficiency"), migraine ("migraine"), gastrooesophageal reflux disease ("gerd"), anaemia ("severe anemia"), anxiety ("anxiety"), constipation ("chronic idiopathic constipation"), abdominal distension ("abdominal bloating"), spinal osteoarthritis ("lumbar spondylosis"), colitis ("lumbar radiculopathy chronic collitis"), hepatic function abnormal ("abnormal liver function"), upper gastrointestinal haemorrhage ("upper gastrointestinal hemorrhage"), mallory-weiss syndrome ("mallory-weiss tear") and antinuclear antibody positive ("positive anti ana") and was found to have blood lactic acid increased ("elevated lactic acid level"). The patient was treated with surgery (total laparoscopic hysterectomy, left salpingooophorectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anaemia, antinuclear antibody positive, anxiety, blood lactic acid increased, colitis, constipation, endometriosis, gastrooesophageal reflux disease, hepatic function abnormal, hypothyroidism, insomnia, mallory-weiss syndrome, migraine, ovarian cyst, pelvic pain, spinal osteoarthritis, upper gastrointestinal haemorrhage and vitamin d deficiency to be related to essure administration. The reporter commented: removal date updated from (B)(6) 2019 to (B)(6) 2019. Lot number: 20238985. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2022: medical records received. Reporter information, patient medical history, lot number, reporter causality comment added. Removal date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 20238985) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and ovarian cyst. On 1-mar-2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), ovarian cyst ("ovarian cysts"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), hypothyroidism ("hypothyroidism"), insomnia ("insomnia"), vitamin d deficiency ("vitamin d deficiency"), migraine ("migraine"), gastrooesophageal reflux disease ("gerd"), anaemia ("severe anemia"), anxiety ("anxiety"), constipation ("chronic idiopathic constipation"), abdominal distension ("abdominal bloating"), spinal osteoarthritis ("lumbar spondylosis"), colitis ("lumbar radiculopathy chronic collitis"), hepatic function abnormal ("abnormal liver function"), upper gastrointestinal haemorrhage ("upper gastrointestinal hemorrhage") and mallory-weiss syndrome ("mallory-weiss tear") and was found to have blood lactic acid increased ("elevated lactic acid level") and antinuclear antibody positive ("positive anti ana"). The patient was treated with surgery (total laparoscopic hysterectomy, left salpingooophorectomy). Essure was removed on 29-jan-2019. At the time of the report, the pelvic pain, endometriosis, ovarian cyst, allergy to metals, abdominal pain, hypothyroidism, insomnia, vitamin d deficiency, migraine, gastrooesophageal reflux disease, anaemia, anxiety, constipation, abdominal distension, spinal osteoarthritis, colitis, hepatic function abnormal, blood lactic acid increased, upper gastrointestinal haemorrhage, mallory-weiss syndrome and antinuclear antibody positive outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anaemia, antinuclear antibody positive, anxiety, blood lactic acid increased, colitis, constipation, endometriosis, gastrooesophageal reflux disease, hepatic function abnormal, hypothyroidism, insomnia, mallory-weiss syndrome, migraine, ovarian cyst, pelvic pain, spinal osteoarthritis, upper gastrointestinal haemorrhage and vitamin d deficiency to be related to essure. The reporter commented: removal date updated from 01-jan-2019 to 29-jan-2019. Lot number: 20238985 manufacture date: 2010-01 expiration date: 2013-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-dec-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.